Manufacturer narrative:
H.6. Investigation: it's noticed that blood leakage at prn after completed penetration lot# 9023837. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A visual inspection of the retained samples was performed, and no defects were noted. Only this complaint has been received for the reported defect and lot number a photo or sample was not provided by the facility. At this time, bd could not observe the failure mode or determine a possible root cause.

Event description:
It was reported that during use of the intima-ii y 22gax0.75in prn/ec slm after successful puncture and indwelling it was noticed that the connection between the heparin cap and the indwelling needle was not tightly connected and blood leakage occurred. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that blood leakage at prn after completed penetration lot# 9023837.

Manufacturer narrative:
Batch 9023837 does not exist for material 383026. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the intima-ii y 22gax0.75in prn/ec slm after successful puncture and indwelling it was noticed that the connection between the heparin cap and the indwelling needle was not tightly connected and blood leakage occurred. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that blood leakage at prn after completed penetration lot# 9023837.